Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one day post implant, ¿one of the wires came loose¿ and it had to be fixed. The left ventricular (lv) lead was explanted and replaced. No patient complications have been reported as a result of this event.